Manufacturer narrative:
Concomitant medical products: 60 ml bd syringe; 1000 ml exactamix baxter bag. Ref h938739, lot: 1192207, exp: 2016-11-04, therapy date: (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while administering an IV of fat emulsion 20% 836 kcal in the nicu, there was a balloon in the silicone pumping segment. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of ballooning of the silicone segment was confirmed. During inspection it was observed that the silicone segment tubing had a slight bulge and discoloration, and was weakened just below the upper fitment. Functional testing via gravity flow and pump infusion resulted in the fluid flowing freely with no ballooning or other issues observed. Ballooning was replicated when giving an IV push without clamping the tubing above the injection port. The root cause of the ballooning was identified as an IV push or flush being executed below the pump without first clamping the tubing above the injection port.

Event description:
Correction: fat emulsion was 83.6 kcal (not 836).